Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the first device had the entire needle come off which caused free blood flow. The second device the needle broke off at the base. A piece of the needle was left in the hub of the IV extension set and it had to be changed. There was patient involvement and no patient harm/adverse event reported.